Event description:
Smiths medical international ltd, has been notified of an event that the user alleges the tracheostomy tube was in use for an undertermined amount of time and it was difficult to inflate and deflate the cuff. No adverse outcome to pt.